Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates. Reportedly, the fill estimate decreases rapidly. Customer declined further troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.